Manufacturer narrative:
.

Event description:
It was reported that a motor stall was confirmed in the event logs; no motor stall recovery was recorded. The motor stall occurred in 2008. Two days later, "stopped pump period may exceed tube set." Message was noted. The hcp updated the pump and rechecked the logs; no recovery was noted. The pt experienced return of symptoms; the pump contained morphine (pf morphine sulfate). The hcp may opt to not perform device troubleshooting and was considering pump replacement.